Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer's blood glucose level.